Event description:
Customer having issues with both 02-01-0500 and 02-00-0500 being to sharp and adding excessive bleeding requiring stich to new born circumcisions.

Manufacturer narrative:
To date, we have not received any supporting samples or photographic evidence; therefore, we are unable to substantiate the reported complaints.